Event description:
It was reported that the stent delivery system (sds) was difficult to remove. A carotid wallstent was selected for use in a carotid artery stenting (cas) procedure. After the stent was successfully placed, retrieval of the sds and a non-boston scientific embolic protection device (epd) was attempted. There was severe resistance encountered when removing the sds from the epd. The devices were removed as one unit, and the procedure was completed. There were no patient complications as a result of this event.

Manufacturer narrative:
D9- device avail for evaluation?; returned to manufacturer date. H6 - evaluation method codes. Device history review (DHR): it was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the carotid wallstent delivery system device was returned with the stent fully deployed from the delivery system and the stent was not returned for analysis. A visual and tactile examination identified no issues with the catheter or delivery system. A boston scientific 0.014 (0.36mm) guidewire was advanced onto this device while the device was sheathed and removed without any issue. The device was unsheathed and a boston scientific 0.014 (0.36mm) guidewire was advanced onto this device while the device was unsheathed and removed without any issue. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the carotid wallstent device confirmed that the event of 'entrapment of device' is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Conclusion: boston scientific has assigned an investigation conclusion of no problem detected. It was reported that the stent delivery system was difficult to remove. Analysis determined that a guidewire advanced through this device with no resistance experienced or lumen obstruction encountered. Therefore, the complaint incident cannot be confirmed.

Event description:
It was reported that the stent delivery system (sds) was difficult to remove. A carotid wallstent was selected for use in a carotid artery stenting (cas) procedure. After the stent was successfully placed, retrieval of the sds and a non-boston scientific embolic protection device (epd) was attempted. There was severe resistance encountered when removing the sds from the epd. The devices were removed as one unit, and the procedure was completed. There were no patient complications as a result of this event.